Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a the left common femoral vein was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, initial flushing of the marker lumen prior to use was successful; however, no blood flow was observed from the marker lumen when the proglide device was advanced in the artery. The device was removed from the anatomy, the marker lumen was successfully flushed and the device was advanced in the artery with the same result. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.